Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. This resulted in a lead safety switch (lss) in which the configuration went from bipolar to unipolar pacing. Noise and oversensing were also observed, which resulted in multiple inappropriate atrial tachy response (atr) episodes. It was also noted the patient experienced some stimulation. Subsequently, this ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.